Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that an arterial module failure "f0a1" occurred. The procedure proceeded using just the hematocrit saturation module. The case was completed successfully and there were no adverse consequences to the pt as a result of this event.